Event description:
According to the literature, a retrospective study evaluated outcomes of patients who underwent surgery for pelvic organ prolapse (pop) between 2006 to 2019. 138 patients received a laparoscopic sacrocolpopexy (lsc) where the posterior colporrhaphy was performed using a the suture. Complications included one rectal injury.

Manufacturer narrative:
Title: comparison of surgical results and postoperative recurrence rates by laparoscopic sacrocolpopexy with other surgical procedures for managing pelvic organ prolapse source: gynecology and minimally invasive therapy 10 (2021) 221-225. If information is provided in the future, a supplemental report will be issued.